Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high/ undefined pacing impedance, and lead failure was suspected. Access could not be gained during the revision procedure, so reprogramming was performed to change the sensing vector. The lead remains in use. No patient complications have been reported as a result of this event.